Manufacturer narrative:
(B)(4).

Event description:
The pt felt in 2009 and broke her leg. Afterward the pt was unable to get the same type of pain coverage from the implantable neurostimulator system in her back. A lead migration was suspected. It was reported that the pt had unrelated medical conditions and was not consistent with recharging the device. The device battery depleted and may have been overdischarged. The device was in a power on reset condition. Telemetry was not possible. The power on reset was cleared and the pt was able to recharge normally. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.